Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as the pad was very bunched up, all stats were discolored and bent. Many leads were bent in half and out of place. Heater wire and harness wire were tangled up and out of place. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.

Event description:
Customer stated pad stopped working.